Event description:
Celect ivcf found to be multiply fractured (arms) with one fragment locally retained in extravascular position, one fragment in lingular pulmonary artery. Removed filter and lung fragment; other extravascular and inaccessible. FDA safety report ID# (B)(4).